Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that nothing was listed under recovery storage space. A field service engineer manually failed the refrigerator, after which the customer was able to successfully complete the recovery without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the refrigerator was not communicating with the pyxis, preventing the fridge from being opened. The customer reported that the fridge option was visible and the quantity displayed was high; however, when selected, the system indicated that the fridge was not connected. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.